Event description:
The manufacturer received information alleging an issue related to the device's tidal volume delivery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer complaint was confirmed. The device failed a test step during testing. The device's sensor board was replaced to address the issue.